Event description:
It was reported that catheter entrapment occurred. After a non bsc guide wire crossed the target lesion, the 3.50mm x 12mm promus element plus stent was being loaded into the guide wire; however, it became stuck. As a result the device cannot be advanced over the guide wire and was not able to be removed. The device was forcefully pulled in order to remove it and it was noted that the green inner balloon shaft was elongated. The tip and the shaft was also stretched to approximately 1 inch but was still intact. The procedure was complete using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).